Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion." Customer statement: "patient receives docetaxel with a volume of 152.6ml b identified in bag, ic programming is performed, deducting 20ml from the volume, due to spike. At the end of the infusion pump programming, the forecast bag has its volume completed, a new programming was performed, approximately 80 ml of programming. Reprogrammed infusion pump and double checking performed with the nurse."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at (B)(6). Use history: the date of occurrence was not reported. We verified in the usage history the volume programming of 152.6ml with a reduction of 20ml. The schedule was performed on 08/05/2022 and the infusion took place exactly as scheduled. No infusion errors were recorded in the history. However, as the user reported he did not visually notice that the drug was infused. We simulated infusion using a flow rate of 152.6ml/h for a volume of 132.6ml. Programmed volume: 132.6 ml - infusion volume: 136 ml error: 2.6% result: approved. Note 1: graduated glass beaker used in the tec-311400 test, certificate no. 1426/22. Note 2: administration fee accuracy set ±5% in accordance with iec/en60601-2-24. Technical complaint not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.